Event description:
It was reported that the patient had a pump implanted in 1999. Per the reporter, the pump was turned off and they "forgot to turn it on again". The patient experienced a seizure two days after the pump was implanted and has had seizures ever since. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.